Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. The report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the collet was hitting tips and not ejecting properly. The fse replaced the tip clamp and collet. The fse performed spell checking procedure and tested summit with (B)(6) user software. The instrument was tested without problem and was returned to expected operation.